Event description:
It was reported that variable battery voltage measurements were noted on the device. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The reported events of incorrect measurement, premature discharge of battery, and longevity anomaly were not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed at nominal conditions indicated normal functionality with normal measurements. Further evaluation at various pulse amplitudes found normal current levels and no indication of premature depletion was noted. Retrieved session record indicates auto-capture was enabled, when automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device which can result in fluctuations of battery voltage level additionally, visual inspection of the header found no anomaly related to the field concern. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
Additional information was received indicating an electronics performance indicator (epi) alert was received. The device is was explanted and replaced to resolve the event. The patient was in stable condition.